Event description:
As reported by legal, approximately 7.5 years post op the initial right tka, this male patient was revised due issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. The procedure report for that surgery noted ¿severe polyethylene wear debris throughout the knee,¿ and ¿a very large osteolytic defect that encompassed the entire medial femoral epicondyle and was uncontained medially as well as posteriorly,¿ among other issues.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Through the course of the investigation, it has been discovered that this report is a duplicate of MFR# 1038671-2022-00162. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR# 1038671-2022-00162.